Manufacturer narrative:
There was no death or serious injury related to this event. The field has been corrected to "malfunction".

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated, adjusted and calibrated to the optimal operating voltage. The gib(generator interface) board was reseated and the battery backup was replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.